Event description:
Customer reportedly obtained results of 83 mg/dl and 28 mg/dl within 2 minutes on the same device. Customer reportedly also obtained results of 494 mg/dl and 124 mg/dl on the same device within 4 minutes. A third comparison resulted in readings of 10 mg/dl and 89 mg/dl within 1 minute on the same device. No action was taken based on device results. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.